Event description:
It was reported that the patient had an ams 700 lgx of 19 cm length implant surgery. After the surgery the patient noticed that the length of his penis reduced significantly. The patient thought it was normal after surgery since he was not fully recovered and tender. The urology team continued to instruct the patient to inflate and he would see the size to increase within weeks. But no improvements were significantly added. After a few months, the patient requested a second opinion as the patient felt that the penile implant surgery was not completed correctly, or the implant was out of place after the surgery. The patient stated that the urology team had not conducted any measuring or images of before and after the surgery to verify his issue. The urology team had only done visual inspections of the implant with no considerations of the extreme loss of length after the surgery. According to the urology team the implant was 19 cm. However, the patient had only had a rough 3.5 inches and the pump of the implant interfered with the bottom part of the implant as there is no place in between after inflation of the implant. The pump goes from a down position to a horizontal position as the wiring of the implant pulls back the pump. This matter has put the patient to a point of mental breakdown and was recently admitted for depression and suicide.